Event description:
An error code of "e3" comes up on the screen of the strip reader. "E3" is the code that signifies the pt took too long putting the strip into the machine. The rptr has had this happen to her, as well as to pts she has watched perform the test who demonstrated good technique. The software in the meter reads the strips based on time and color change. When the pt puts a drop of blood on the strip and inserts it into the machine, the machine shows recognition by emitting horizontal lines. Every four seconds the machine reads the reaction and the results come up on the screen. Eventuallyy, there is a decode point that the timing is too long and that is when the "e3" error code appears. This is happening with blood sugars above 300, because of the time necessary for reading; the strips appear to be overdeveloped. The rptr has identified 400 users. Forty pts reported problems with certain lots: a90c5, 32 pts; a4514, one pt; b62l4, four pts; a59k4, two pts; and a07d5, one pt. The co told the rptr that it had received 16 reports of problems.